Manufacturer narrative:
UDI number (B)(4). Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve via right axillary approach, the valve was deployed successfully with no complications or issues. The echo and angio images showed good results with trace paravalvular leak (pvl) with mean gradient of 6mm hg. After the patient left the room in stable condition, the physician observed a stent frame bent, ¿looks like a hook¿, on imagery. There was no harm to the patient. The physician did not note any resistance during the procedure or anything out of the ordinary. There was no damage noted on the sheath after use. The perceived cause of the event is unknown.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following: patient¿s access vessels was sufficiently sized (>5.5mm), with calcification and tortuosity; tortuous subclavian access vessel; valve strut bent on inflow side. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. During manufacturing, the valve frames are 100% visually inspected.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the provided imagery. A review of the lot history, DHR, manufacturing mitigation's and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿after the patient left the room in stable condition, the physician observed a stent frame bent, ¿looks like a hook¿, on imagery.¿ per training manual, from the right side, it is difficult to be coaxial and centered with the valve mounted on delivery system. It is possible that during the insertion of the delivery system/valve through the sheath, the tortuosity of the access vessel resulted in a non-coaxiality of the valve on the delivery system that could result in interaction of the valve struts with the sheath. It is possible that during the interaction an excess force was applied and resulted in the bent strut. As such, available information suggests that patient factors (access vessel tortuosity) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment escalation is not required.  However, per management discretion, product risk assessment was initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration. A corrective/preventative action (CAPA) has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.